Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed with the customer that the station had not synchronized with the cii safe or the server the previous night, contacted the pharmacy to rule out a local information technology end issue, pharmacy technician, returned the call and reported that after rebooting the device, communication was successfully restored. The system functioned as intended after the information technology team resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and remained offline. The station was not connecting to the main pharmacy ciisafe system, and medication pulls from the medstation were not updating in ciisafe. The customer attempted a reboot without resolution and confirmed that all network cables and internet connectivity were functioning properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.